Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was that the recharger was not charging from the desktop charger (dtc). Pt mentioned that the dtc had to be replaced before since the wires had gotten weak. Pt was seeing the charge recharger battery screen on the recharger. Pt said that they tried another outlet, but the issue was not resolved. Pt confirmed that the dtc green light was on. Pt said that the dtc connector pin seemed loose. Pt said that they charged the implantable neurostimulator (ins) last week. A replacement desktop charger was sent out.

Manufacturer narrative:
H3: product ID 37761, serial# (B)(6) was returned for analysis and found the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.